Manufacturer narrative:
Removal of foreign body is not labeled. Material separation is not labeled. Event is still under investigation.

Event description:
A (B)(6) male patient underwent deep venous thrombosis recannulation with lysis. Approximately 16cm of the distal portion of the cxi support catheter broke off while in the patient. A snare was used to remove the fragmented portion of the catheter. It was reported that the lesion was very tight and difficult to cross. The fragmented portion of the catheter was successfully removed and the patient is doing quite well.